Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed selftest, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force system sensor. The motor was tested outside the device and passed. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 449 mg/dl at the time of incident. Troubleshooting found alarms in the pump history. The customer was advised that the device would be replaced and agreed to return the product for analysis.